Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and seizure.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. The patient had a cgm accuracy issue 5 days after the sensor was inserted into the abdomen. On (B)(6) 2024, the patient was experiencing cgm inaccuracies. His cgm was reading 112 mg/dl, and his bg meter was reading 61 mg/dl, 76 mg/dl, 51 mg/dl, and 58 mg/dl. It was not specified how far apart these comparison values were taken. It was also not specified if the patient was treated with anything for the low bg meter readings reported. At an unspecified time later, the patient had a seizure. During the seizure, the patient ¿s cgm was reading between 90-110 mg/dl, no bg meter reading was taken at this time. It was reported no treatment or medication was provided to the patient. The patient recovered on his own after approximately 15- 20 minutes. The seizure caused the patient to fall, and he hit his head on a wall; this resulted in him being very sore and having a ¿foggy memory.¿ the patient¿s family took him to the ER. At the ER, the patient cgm was reading 120 mg/dl, and the bg meter was reading 50 mg/dl. The patient was diagnosed with a mild concussion. There was no documentation of any medication or treatment being provided to the patient during this event. The patient was discharged home after approximately 5-6 hours in the ER. The patient was recovering at the time of the report. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator prior to the patient experiencing the seizure. The reported glucose values fall within the b zone of the parkes error grid while in the ER. No additional patient or event information is available.